Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two small fragment screwdrivers have broken. The handles broke into pieces. No fragments were left in the patient. Another screwdriver was used to complete the case; there was no delay in the procedure. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.